Manufacturer narrative:
H10 the key market reported that the battery was replaced, and the issue was resolved. The device was returned to use. H11 the key market reported that there was no patient involvement when the issue occurred.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's screen showed battery failure. The customer reported that while using the ventilator on ac, the device was normal, but continued to alert the battery fault. The device was in clinical use when the issue occurred. There was no patient or user harmed.